Event description:
The instrument was damaged during the nail extraction and surgery was extended by more than thirty minutes.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned impactor confirms that the threads broke off of the handle. A review of the complaint history shows no prior complaints for the listed lot. A review of the manufacturing records did not reveal any discrepancies during the manufacturing process. The humeral nail impactor became non-functional due to the fractured weld. It is not known if the fracture was initiated prior to surgery. During impaction of a nail into the humeral canal, if sufficient forces applied to the instrument are transferred through the weld, fracture may occur due to static or fatigue mechanisms. It is not known if the fracture was initiated prior to surgery. At this time we do not know the specific cause of the failure. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
The instrument was damaged during the nail extraction and surgery was extended by more than thirty minutes. Broken nail pieces were reportedly removed during surgical procedure. Unknown if any fragments left insitu. No clinical supporting documents available.